Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert, due to a problem with the wall adapter. Customer used an alternate wall adapter and the pump charged successfully. The customer¿s blood glucose level was 131 mg/dl.